Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's handset did not have MRI mode. The caller stated the patient had lost their handset and received a replacement. The agent reviewed this version of the app did not have MRI mode. The caller stated the patient indicated the replacement was mailed to them by the manufacturer but the agent didn't see any record of anything being sent and speculated it may have been sent by another source. The agent reviewed to have the patient call in and replace the equipment so they had the correct app version but that they would need to see their healthcare provider (hcp) to get their MRI information programmed. The agent reviewed, given the patient's systemand external equipment available, the caller would have the option of following head-only guidelines and turn the ins off. They stated that the patient had a head scan about a month ago and they were having the same issue in which the patient didn't have access to MRI mode so they scanned the patient's head but the patient reported shocking. The caller believed the ins had been left on during the scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was able to be put into MRI mode to facilitate MRI of the head. It was reported that the issue was resolved.